Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed pounds per square inch (psi) test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a 'failed pounds per square inch (psi) test' was not reproduced. The device passed the downstream occlusion test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor being out of calibration. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.